Manufacturer narrative:
Manufacturing date - the date of manufacture of the tier 2 product was 6/27/2016. The date of manufacture of the tier 3 product was 9/27/2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted loose particulate matter on the inside wall of the outer pouch. Microscopic inspection was performed and noted the matter to be a fiber. The size of the fiber was within specifications and therefore the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The occurrence date was reported to be during (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a vascular probe. This was noted during incoming inspection. There was no patient involvement. No additional information is available.